Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error codes 1107 ((post) proximal pressure sensor calibration data error), and 1007 ((post) vent-inop: machine and proximal pressure sensors failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error codes 1107 and 1007. The rse advised the customer to check the data acquistion (da) to motor control (mc) cable. The customer reported that the cable was loose. After reconnecting the cable, the issue was resolved. The system meets the specification for the performed service and is returned to use.